Event description:
No new information was reported.

Manufacturer narrative:
Supplemental sent with new conclusion code. (B)(6).

Manufacturer narrative:
Supplemental sent with new conclusion code. Kg this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right atrial (ra) lead exhibited pace impedance measurements of greater than 2,500 ohms. The device was reprogrammed. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was in the emergency room and the physician called in for a device review. Technical services review determined that this implantable cardioverter defibrillator (ICD) and other manufacturer right atrial (ra) lead had a lead safety switch for high out of range pacing impedances. The device was reprogrammed to vvi. The system remains in-service, with no adverse patient effects were reported.